Event description:
It was reported that the patient felt syncopal and passed out, and it was believed that p-waves were not being tracked. It was also reported that at one point there was undefined high impedance and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.